Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 100-400 mg/dl. The customer changed pump supplies to address the issue. Reportedly, the customer continued using the current pump for insulin therapy.